Event description:
It was reported that the device was found to be in varus at one year post-op on x-ray and will be revised.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. H3: eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reported. Zimmer considers the investigation closed.